Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On (B)(6) 2020 a patient (pt) in (B)(6) reported a diagnosis of keratitis (affected eye not provided) 10 days after the pt started wearing the 1-day acuvue® trueye® brand contact lenses. The pt reports an eye appointment every other day. On 11jan2020 additional information was provided was provided by the pt: on (B)(6) 2019, before the 1st appointment, the pt reported os pain at the time of contact lens (cls) removal. The pt continued cls wear and didn¿t seek medical attention due to work. The pt reports the os vision was clouded while wearing the suspect lens. The pt went to the eye care provider (ecp) on (B)(6) 2019 and diagnosed with keratitis os. The pt was advised about ¿bacterial proliferation in a white dot in the black eye os.¿ the pt was instructed to discontinue cls wear until the symptom resolves. The pt was prescribed 2 eye drops, an antibacterial eye drop (name was unknown) and the other eye drop was unknown. On (B)(6) 2019 the pt returned to the ecp, the diagnosis was unchanged. The pt was instructed to discontinue cls wear and advised not to apply the antibacterial eye drops prescribed on (B)(6) 2019. The pt was prescribed bestron eye drops. On (B)(6) 2019 the pt presented to the ecp for a follow-up appointment and advised the diagnosis was unchanged. No medication was prescribed and the pt was advised to continue with no cls wear. On (B)(6) 2020 the pt reported a follow-up appointment with the ecp. The diagnosis was un-changed and no cls wear was continued. The pt was instructed to return to the ecp for follow-up appointment in late (B)(6) 2020. No medication was prescribed. The pt was advised the condition was almost resolved. The pt reported the eye pain continues, but the pt is no longer applying the prescribed eye drops. On 15jan2020 a call was placed to the pts treating ecp and a medical interview was requested. No additional medical information was provided. On 29jan2020 an email was sent to the pt requesting an update on the os condition. Additional medical information has been requested, but nothing additional has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 4973260103 was produced under normal conditions. The suspect os contact lens was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 20feb2020, an email was received from the patient (pt) stating the pt¿s physical condition is ¿not good these days.¿ the pt has a written consent form but will send it back after the condition gets better. No further information was provided. On 26feb2020, the pt provided the written consent form and it was sent to the treating eye care provider (ecp) to obtain medical information. No further information has been received. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 23mar2020 additional medical information was received from the patient¿s (pt) treating eye care provider¿s (ecp) office. Date of visit: (B)(6) 2019. Pt reported os pain when inserting the suspect contact lens (cls) in the am. About noon, the pt reported blurry vision os. The pt continued to wear the suspect lens ¿despite being aware of white dot in the eye¿. Diagnosis: corneal infiltration and spk os; va not affected, corrected os va: 1.2. Infectiveness: positive, no culture conducted. Infiltrate was in the inner side of the os cornea. Symptoms: injection, corneal infiltration and spk os. Treatment: levofloxacin ophthalmic solution 1.5% tid os, fluorometholone ophthalmic suspension 0.02% tid os. The pt was instructed to discontinue cls wear and return to the ecp in 2-3 days. (B)(6) 2019 follow- up visit: pt improved. Symptoms resolved (B)(6) 2019. Corneal infiltration improved, spk os worse; treatment: sodium hyaluronate pf ophthalmic solution qid ou was added. No cls wear. Pt to return to the ecp in 2-3 days. (B)(6) 2019 follow-up visit: unchanged; no changes in os corneal infiltrate os; os spk improved; treatment: levofloxacin ophthalmic solution discontinued and changed to bestron to ophthalmic qid os. No cls wear. Pt to return to ecp after new year¿s day. 06jan2020 follow-up visit: outcome: recovered; infiltrate os almost resolved, but pt has remaining corneal opacity; va os: 1.2. Treatment: only sodium hyaluronate pf ophthalmic solution qid ou continued; other drops discontinued. Pt allowed to return to cls wear. Pt instructed to return on a month or if symptoms return. 01feb2020 follow-up visit: outcome: unchanged; symptom: spk os unchanged; va: os 1.2. Treatment: pt to continue use of sodium hyaluronate pf ophthalmic solution qid ou. 15feb2020 follow-up visit: outcome: spk os improved; symptom: ¿spk os became shallow¿; treatment: sodium hyaluronate pf ophthalmic solution continued; pt instructed to return in a month or if symptom worsens. Ecp comment: va not affected; pt had dry eye related spk in the past and reported this event may be due to improper cls handling. The pt did not return in 1 month for fu visit as advised. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On (B)(6) 2020, additional information was received from the patient (pt): the pt returned to the eye care provider (ecp) for follow-up on (B)(6) 2020. The ecp confirmed the os symptoms had improved. The pt reported the symptoms of the os were originally painful and red. No further information was provided. On (B)(6) 2020, additional information was received from the patient (pt): the pt returned to the ecp clinic every 7 or 14 days for follow-up and was prescribed eye drops (unspecified) each time. No further information was provided. No additional information has been received. If any further relevant information is received, a supplemental report will be filed. Section h.6. Evaluation codes: code 2038 - red eye(s).